Event description:
It was reported that the lens back haptic broke upon insertion into the eye. The lens was removed and another lens was implanted with no issues. It was noted that the incision was enlarged and one suture was applied in order to complete the procedure. The patient outcome is good. Sutures were removed after the first follow-up.